Manufacturer narrative:
Quality-safety evaluation of ptc received on 19-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that physician recommended she undergo a hysterectomy to stop her heavy bleeding. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy menstrual bleeding. Considering the positive temporal relationship, the nature of the event, and the lack of alternative explanation, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention will be required. Other non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2011. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve them. On or around (B)(6) 2015, her treating physician recommended that she undergo a hysterectomy to remove the essure coils due to her heavy menstrual bleeding. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment:this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding. It was reported that physician recommended she undergo a hysterectomy to stop her heavy bleeding. Heavy menstrual bleeding is listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. In this particular case, shortly after essure inserted, consumer began to suffer heavy menstrual bleeding. Considering the positive temporal relationship, the nature of the event, and the lack of alternative explanation, heavy menstrual bleeding is considered related to essure micro-insert therapy. This case was regarded as incident, since a surgical intervention will be required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.